Event description:
During an unknown patient procedure, the reamer handle broke off causing it to hit the physician in the face resulting in bleeding. Customer states the malfunction did not cause injury to the patient undergoing the procedure. Procedure was completed without incident.

Manufacturer narrative:
Product has been received by greatbatch and investigation is in process. Once investigation is completed, a follow up medwatch 3500a will be submitted.

Manufacturer narrative:
The complaint sample was returned to greatbatch medical for evaluation and the reported event was confirmed. The tri-flat coupler end that broke was not returned for evaluation. On the returned instrument, there is evidence of driver impact and it has been damaged. This instrument has been misused as there is a depression or dent observed on the returned instrument that may have contributed to the device failure. Nothing in the manufacturing process could explain this defect. The issue could not occur during normal use of the device. (B)(4).

Manufacturer narrative:
(B)(4) is not the legal manufacturer of the device involved in this incident.